Event description:
Healthcare professional reported, "port replacement. Leak in tubing port side of metal fenal".

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info will be reported to allergan regarding the serial number or model number as it is unk to the reporting facility. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".